Event description:
Customer claimed that the meter "wasn't working correctly anymore. Not sure what was going on". Customer changed battery and when placing a strip in the meter the blood symbol will not appear.